Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch basic meter is giving a "not ok" message. Per the owner's manual, "not ok" indicates if appearing when you turn your meter on, your meter's test area may be dirty. If appearing when you turn your meter on, your meter may have a electronic problem. If appearing at the end of a test, your meter may have been moved while applying blood or during the test process. If appearing during the test, the strip has been removed while the word wait is on the display. On july 11, 2008, this medical affairs specialist contacted the pt to clarify info obtained from the initial call. The pt tests her blood glucose once per day and takes glipizide oral diabetes medical twice per day. The reported issue first began two weeks prior to contacting lifescan. After the reported issue began, the pt could not test her blood glucose and reportedly had symptoms described as "tired feeling, thirsty, urinating a lot." The pt indicated that the symptoms could be cause by a combination of her blood glucose being high and the hot weather that she has been experiencing. After she received the replacement meter, the pt indicated that her blood glucose read "179, 160, and 150 mg/dl." The pt reportedly is still experiencing the aforementioned symptoms. The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. During troubleshooting, the customer care advocate verified that the subject meter displays the "not ok" message when the meter is powered on. Although, the lfs meter was cleaned during troubleshooting, the reported issue was not resolved. This complaint is being reported because the pt allegedly developed symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.